Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer was using humalog-u200 brand insulin which is considered off off label insulin.